Manufacturer narrative:
According to the information provided, the patient experienced a deflation on the left breast implant. During visual examination of the device, product evaluation observed a crease on the posterior aspect extending to the anterior. A rent measuring approximately 0.1 cm was discovered within the crease on the posterior aspect. Additional missing material measuring 1.3 cm x 0.9 cm was detected on the anterior aspect. The complaint was confirmed. However, the microscopic analysis of the rent edges could not determine the root cause. No other anomalies were found. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Per a database query, this is the only reported complaint of infection against this lot number 6661045. The device history record (DHR) of lot number 6661045 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. These findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: under-inflation or over-inflation of the device, continuous and sustained stresses to the device - such as capsular contracture or too small a breast pocket, and folding or wrinkling of the shell in the breast pocket. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices; however, deflation trends for mentor saline-filled devices will continue to be monitored by quality assurance. (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: mentor smooth round moderate profile 475cc saline breast implant, catalog # 3501680, s/n: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) -year-old female patient underwent a breast augmentation revision procedure with a mentor smooth round moderate profile 475cc saline breast prosthesis that deflated after implantation. The patient awoke one morning to find that her left breast was much smaller than her right. There was no associated pain or recent history of trauma. Deflation was diagnosed by the physician during a visual examination. As a result, the patient underwent bilateral removal and replacement with unspecified mentor saline devices on (B)(6) 2018. The patient had no accompanying symptoms, was not hospitalized, and has since fully recovered.